Event description:
It was reported that the patient has expired after implant duration of less than 1 month, due to ventricular arrhythmia, myocardial infarction and recurrent aortic valvular disease. Per the operative report for the operation in 2009, "the patient then transferred to the cardiovascular surgical intensive care unit in stable condition. The patient also had another vale explanted.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report (2009) and the certificate of death was received. A device history record review is currently in process. Recurrent aortic valvular disease. Device not returned.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed, and there was no nonconformance found related to this event.